Manufacturer narrative:
The following functional tests were performed: a philips remote service engineer (rse) had the customer confirm there was no tone from the central station speaker. Rse instructed the customer to check all connections from speaker to sender. The customer reboots the central station, and now sound tone can be heard. However, nursing staff said some alarms were not heard correctly. A philips clinical application specialist (cas) reached out to the customer who stated the technician was not hearing alarms from just one of the displays. The technician noted they can see the alarms but not hear them. The rse recollects the external speaker for other display is working. Visually there were no disconnected wires. The rse remoted into their system, and everything looked correct. System configurations for all red, yellow, and blue alarms were checked, and enabled for "audible at central". The rse explained when an alarm occurs, the background turns blue in the sector as a visual alert. The rse had the customer test the mx40 and hook it up to a simulator in the department, results of the testing showed they were able to get and hear the red and yellow alarms. The rse emailed a copy of the instructions for use (IFU) (pg 6-1 through 6-28), everything about the alarms and alarm behavior. The cas tried doing an audit log check with the customer; however, remoting into their system was not possible. Based on the information available and the testing conducted, the cause of the reported problem was not confirmed as the issue could not be replicated. The reported problem was not confirmed. The investigation concludes that no further action is required at this time. No further investigation or action is warranted.

Event description:
It was reported the alarms are not coming through. The device was in use on a patient at the time of the event, there was no adverse event reported.

Manufacturer narrative:
A philips remote service engineer (rse) had the customer confirm there was no tone from the central station speaker. Rse instructed the customer to check all connections from speaker to sender. The customer rebooted the central station, and now the sound tone can be heard. The nursing staff pointed out some alarms were not heard correctly. The rse reached out to the customer who stated the technician was not hearing alarms from just one of the displays. The technician noted they can see the alarms but not hear them. The rse recollects the external speaker for the other display was working. Visually there were no disconnected wires. The rse remoted into their system and everything looked correct. System configurations for all red, yellow, and blue alarms were checked, and enabled for "audible at central". The customer did some testing with his simulator and results showed they were able to hear yellow and red alarms; however, it's the blue background in the sector they could not hear. The rse explained when an alarm occurred, the background turned blue in the sector as a visual alert. They should hear the reason or the alarm that caused it to turn blue. The customer was referring to this as a blue alarm. A good faith effort will be sent for further clarification regarding the blue audible alarms. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.